Manufacturer narrative:
No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. Based upon review of the information provided by the customer, a device history record (DHR) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump was alarming and there was no message on the screen. The pump could not be powered off and the alarm persisted even with the batteries removed. No patient injury was reported.